Manufacturer narrative:
(B)(4).

Event description:
Rv lead failure reported via home monitoring. Atm was disabled for both leads and sensing as sporadic. It is suspected that this lead is dislodged. The patient is scheduled for a follow up to get more information.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.